Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that some of the pyxis refill report failed to generate correctly after renaming and moving the station. A technical support specialist found that the station was refilling all pockets with the same medication. The technical support specialist verified the refill calculations and confirmed that the pick and deliver report should reflect the correct medication removal. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had some of the pyxis refill report failed to generate correctly after renaming and moving the station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.